Event description:
It was reported by an international distributor that a vns patient was suspected of infection. The patient was recently implanted, and one month after the surgery the patient had swelling and pain around the generator. The wound healing was good. After examination the patient was recommended to stay in the hospital for observation. After taking antibiotics for a week, no obvious improvement had been found, no obvious abnormalities have been found in the blood examination, redness and swelling still exist, no effusion has been extracted, and no fever had been found. The doctors in charge had not been able to confirm the diagnosis without bacterial cultures of tissue, but there was a possibility of infection. Planned treatment was mainly antibiotics, combined with chinese medicine for external application, with the drug will being used for 4 weeks for further observation. The manufacturer's device history records of the generator and lead were reviewed. Sterility of both products prior to release for distribution was verified. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.